Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy and contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 265 mg/dl.